Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a drain was used. During surgery, t was found that the sterile package had been broken. The lot number is unknown. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.